Event description:
Pt with a history of multiple kidney stones underwent eswl treatment on 3 renal stones; one very large (20 x 7mm). Procedure completed with no problems. Post-op he experienced hematuria. They were readmitted to hosp with symptomatic perinephric hematoma and required four units of packed cells. In 2005, they were still passing fragments, but was experiencing no flank pain at that time. Doctor is continuing to monitor their condition. Hematomas are identified as a possible adverse event & are described in the labeling.